Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 3 of his automated peritoneal dialysis therapy. Per initial report, the home pt's cat chewed through a supply line causing a leak. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's product surveillance department will attempt to review proper procedures with the home pt.